Event description:
Adverse event(s): "possible pc tear". (Capsular bag tear, posterior). Product problem(s): "vitrector connector loose". (Loose or intermittent connection). A nurse reported that a vitrectomy cutter connector was loose during a case. They were able to hold it in place and complete the case. There was possibly a pc tear that occurred. Additional info has been requested.

Manufacturer narrative:
A company service rep examined the system and confirmed the problem. The vit connector was replaced and the system was tested and met all product specs. The replaced part has been received at the company, and the investigation, including root cause determination is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).